Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system on-site and confirmed system did not boot up properly. Upon troubleshooting fse found that marathon ups controller has error. The cause of the host pc failure determined by the supplier's part analysis that the power supply/motherboard was defective. To resolve the issue, fse replaced host pc and generator k2 relay, removed replacement mpdu and reinstalled original mpdu. After replacement of host pc and generator k2 relay, the system was working as intended. The codes were updated based on the investigation outcome.